Event description:
This x-ray system can randomly hang-up and go to the windows blue screen. The system requires a reboot to bring it operational. There has been no pt injury.

Manufacturer narrative:
(Eval method, results and conclusions) - the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.